Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02950. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. The patient experienced pain, erosion, extrusion, recurrence, dyspareunia, and vaginal scarring. The patient underwent exploratory lap on (B)(6) 2010 and adhesive lysis on (B)(6) 20008. It was reported that patient underwent excision of posterior mesh, rectocele repair, colpoperineorrhaphy, cystourethroscopy and bladder biopsy on (B)(6) 2011. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with lysis of adhesions due to dyspareunia. It was reported that the patient underwent mesh revision/removal and hemorrhoidectomy on (B)(6) 2013 due to pelvic pain, complication of vaginal mesh, and hemorrhoids. No additional information was provided.